Event description:
(B)(4).I had my essure put in (B)(6) 2007, had the tube block check in (B)(6) 2007. In (B)(6) 2007 I was at the dr because of extreme pain, heavy bleeding. Dr told me it had nothing to do with the essure. Over the next few years I was constantly at the dr.. Sharp pains, back aches, horrible head aches, heavy bleeing, pain during and after sex. Cramps while not on period, pain in breast. (All these symptoms I still have today) in (B)(6) 2013 I was diagnosed with endometriosis and (B)(6) 2014 I had it burned out and had a cyst as large as my ovary popped. None of that helped all symptoms were still there. So the dr put me on a shot for endometriosis, got one shot every three months. While it stopped my period it didn't stop the pains, the headaches, back aches, hot flashes, etc... After 9 months of the shots I told the dr no more cause all the side effects from the shot were making it all worse. (Headaches got worse, vaginal dryness, forgetfulness, etc.. ) I was scheduled to have a hysterectomy in (B)(6) 2015 but after putting in my notice at work for time off they "layed me off" so here it is (B)(6) 2016 I have the worst headaches, backaches, I should probably be dead from all the bleeding I do during periods, I feel like the ovaries(or in that area) are gonna pop, my breast constantly hurt, anxiety, taste of metal in my mouth. I've really learned to live with this pain, it never goes away.